Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer was unable to remove the cartridge from the pump. Customer's blood glucose level was 248-249 mg/dl. Reportedly, customer consulted with a healthcare provider regarding an alternate method for insulin therapy.